Manufacturer narrative:
Unit was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, batter out limit, failed battery test alarms during testing. Unit passed self-test, unexplained restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Battery cap properly, no cracked or damage noted. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a failed battery test alarm. Customer's blood glucose was 419 mg/dl. After troubleshooting, customer was not able to clear alarm. Customer was advised that insulin pump would need to be replaced.